Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of 7-8 cm abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The patient's iliac arteries were reported to be very soft. No difficulties were reported during insertion and deployment of the stent grafts. At the conclusion of the case, as the physician balloon angioplastied the external iliac artery distal to the stent graft, the artery ruptured. The bleeding was controlled with manual pressure, and the decision was made to convert the patient to open surgical repair. During the conversion procedure, flow to the internal iliac arteries was lost, requiring a bowel resection; however, the patient's family refuse to consent to the bowel resection. The patient is on do not resuscitate status, and the patient's condition is unknown.